Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 metal wire separated from the jaw during the procedure. This occurred halfway through the procedure, and the jaws had not been cleaned yet. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were very burnt. The heater had lifted up somewhat in the center and was exposed at the silicone tip which was somewhat torn. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon the observation of the heater tip detached, the reported complaint for "metal wire separated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).